Event description:
It was stated that the insulin pump alarmed button error. It was stated prior to the alarm, the insulin pump had a blank display. It was also stated that the insulin pump may have been exposed to moisture. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor. Unable to test for the button error alarm due to the blank display.